Manufacturer narrative:
Due to character restrictions: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had touch screen and battery malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site telephone). A getinge field service engineer (fse) and the biomed technician could not replicate the issue. The logs showed no related errors. The touchscreen was cleaned, logs were cleared, and calibration was successfully performed before returning the device to service. The customer reported that the issue has occurred three times previously, each time resolved by cleaning the screen; if the issue reoccurs, the next step will be to replace the touchscreen display. Fse dismantled the touchscreen to clean the frame and the touchscreen surface that was not visible and covered by the frame. Then, I performed the first recall by replacing the power management board and the drive board, followed by the second recall concerning the compressor overheating temperature. After that, I launched the touchscreen calibration twice, both of which ran successfully. Finally, carried out a complete inspection and calibration of the device. No malfunction was found with the batteries. The system requires battery maintenance by performing the annual calibration, as introduced in the new d.01 software features. A thorough calibration and maintenance were completed per the service manual, and the device was confirmed ready for clinical use.